Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system failed to deploy. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The loading device was not returned. The tension spring assembly remained in the delivery tube with the seal partially extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. The seal was taken out from the delivery tube for microscopic inspection. No crack/delamination of seal was observed, the seal was completely in tact. No other visual defects were observed. Due of the presence of the blood inside the delivery tube, we were not able to measure its dimensions. Based on the received condition of the device, we were able to confirm the reported failure "failure to deploy".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system failed to deploy. The hospital did not report any patient effects.